Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer¿s blood glucose was 20 mg/dl at the time of the incident. The customer reported that her blood glucose was low. The customer declined to troubleshoot for low blood glucose. The customer treated with glucagon. The sensor was bent. The customer declines to troubleshoot for bent sensor. The customer was advised to call back. The insulin pump will not be returned for analysis.